Event description:
It was reported when the local service engineer inspected the camino monitor, it was found that the catheter cable failed. Any catheter cannot zero with this cable. The device was not in contact with the patient, no patient injury or death alleged. No revision and medical intervention required, and there was no delay in surgery. Request for additional information was sent.

Manufacturer narrative:
Investigation completed august 17, 2017. During investigation it was observed that the returned camcabl cable had a high icp value at 309 mmhg which was outside the specifications. The faulty camcabl cable was replaced with serial number (B)(4). The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: jun-2016. Service history: t he complaint incident was initiated for monitor cable, therefore there is no service history to be reviewed. The DHR review has been deemed satisfactory. Trend analysis: this review encompassed from dates 16-aug-2016 to 16-aug-2017. A total of (B)(4) complaints were reviewed of which 9 complaints contained the search criteria. During the time period ¿sep-16 to aug-17¿, the global product usage for camcabl was calculated as (B)(4) usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 5 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures. Conclusion: product was returned and the evaluation verified the complaint incident as valid, however the root cause of the cable failure was not determined by service centre; thus functionally defective cable - root cause not determined.